Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no previous related repairs. The customer¿s issue was confirmed. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for, distal occlusion test failed. During device evaluation, a faulty upstream occlusion (uso) sensor was identified. There was no patient involvement.